Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate that the reading is inaccurate. The icp reading does not tally with what the CT scan shows. There is no report of injury to the patient or user and no delay in treatment.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. It was found that the enclosure was damaged. The db9 connector hex screws, lcd, enclosure, and analog board were all damaged. The battery was weak and would not hold a charge. The enclosure, lcd, battery, side label, hex screws, and panel overaly were replaced. The analog board was debugged and repaired. Based on the information available, the direct root cause was not able to be identified. Due to the age of the device, it is likely normal wear and tear of a serviceable device contributed to the condition of the instrument. The device was repaired and returned to the customer. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.